Manufacturer narrative:
Pump was received with normal operating currents and no unexpected low battery alarm noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Connection to reservoir compartment is broken and ring is missing. There is also excessive battery consumption. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the connection with reservoir compartment was broken and the ring was missing. It was also reported that the insulin pump had excessive battery consumption. The insulin pump will be returned for analysis.